Event description:
A hospital in a foreign country performed blood glucose testing on neonates using contour ts meters and a laboratory test. The contour ts routinely read high compared to the lab test results. One of the neonates was tested when he/she was born. The contour ts reading was 69 mg/dl, while the lab test result was 24 mg/dl. Another neonate was tested some days after he/she was born. The contour ts reading was 90 mg/dl, while the lab test result was 54 mg/dl. The difference between both sets of readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. No product will be returned for evaluation.

Manufacturer narrative:
It's not possible to determine a manufacture date without a reagent lot number.